Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). An opticross¿ imaging catheter was selected for use. During initial imaging of the vessel, the physician realized that there was nothing to fix and they decided to take everything out. However, it was seen on the fluoroscopy that the tip of the opticross¿ imaging catheter popped off of the wire and was floating in the vessel. The physician was able to remove all parts without any intervention and nothing left in the patient. No patient complications were reported and patient status is fine.

Event description:
It was reported that tip detachment occurred. The target lesion was located in the left anterior descending artery (lad). An opticross¿ imaging catheter was selected for use. During initial imaging of the vessel, the physician realized that there was nothing to fix and they decided to take everything out. However, it was seen on the fluoroscopy that the tip of the opticross¿ imaging catheter popped off of the wire and was floating in the vessel. The physician was able to remove all parts without any intervention and nothing left in the patient. No patient complications were reported and patient status is fine.

Manufacturer narrative:
Updated: device evaluated by MFR.?, eval summary attached, method codes, result codes and conclusion codes. Device evaluated by MFR: the device was returned for evaluation. Device analysis revealed kinks in the telescope assembly from femoral marker to the proximal end. No visual damages were encountered upon visual inspection of the tip assembly. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).